Event description:
Dr reported in 2004, that one of their office staff was diagnosed with retinal vein occlusion. She is asking if there could be a connection with an injection of radiance this person rec'd the same year.